Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #:(B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was caller stated that their controller is new and will not turn on. Caller stated that they noticed this morning that the controller battery was down to 50%. Caller stated they charged the implant for a little bit and then the controller shut off and would not turn back on even though it had been plugged into the ac power supply for almost 2 hours. Caller mentioned that they have tried resetting the controller 3 times. Patient service specialist walked caller through removing the battery pack and plugging controller into the power supply; caller confirmed controller powers on. Agent had caller re insert the battery pack and confirmed controller is blinking green and 50% and implant is in the red. Caller will charge the controller fully and then charge the implant and call back if issue persists. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Pt reported that the controller was 3 years old, which was an older controller. The manufacturer resent a new controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.